Event description:
It was reported that the device had the elective replacement indicator activated on the device, which was a possible early battery depletion of the device. It was found that the patient was in persistent atrial fibrillation and the longevity is affected by high sensing rates. It was further reported that the right ventricular lead showed low impedance. The device was explanted and replaced, and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: for initial reporter unchecked the health care professional flag and removed (B)(4) since patients afib also noted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. The device reached eri (elective replacement indicator) on (B)(6) 2010 approximately 34 months after implant. Evaluation summary: (B)(4) analysis of the returned device found did not meet expected longevity. The device met 83.51% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.